Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they lvp keypad recall completed. Replaced motor control board due to no power left side. Replaced dim u1 and u2 on display board. A review of the device history record showed the device had a manufacture date of 12/01/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to power failure of the lvp motor control board assy. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device will not turn on or off. The module acknowledges connection to pcu (facing) left hand side, but does not acknowledge connection to another pump module. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: the investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported that the device will not turn on or off. The module acknowledges connection to pcu (facing) left hand side, but does not acknowledge connection to another pump module. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on or off. The module acknowledges connection to pcu (facing) left hand side, but does not acknowledge connection to another pump module. No additional information was provided. There was no patient involvement.